Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 4047, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that upon reviewing a remote transmission, a superior vena cava (svc) lead alert had previously triggered due to high impedance. In addition, t-wave oversensing (twos) was exhibited on the current electrogram. Reprogramming was done for rv lead sensitivity which resolved the twos. It was further reported that the svc warning had occurred because a single coil rv lead had been implanted to replace a failed dual coil lead. The rv lead remains in use. No patient complications have been reported as a result of this event.